Event description:
The manufacturer received a voluntary medwatch mw5159308 with information a patient passed away while on a trilogy evo device. On (B)(6) 2024 a software update was performed on the device. The settings of simv-pc ipap 13, epap 5, ps 13, rr 14, it 1, rise time 1 were confirmed and not changed. The update was complete without any concern and the patient was in stable condition. A staff member was notified that the patient passed away unexpectedly, may have been a heart attack, heart stopped suddenly. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned death. The device has not been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. Upon completion of the investigation, a supplemental report will be filed.